Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed non-sustained right ventricular oversensing episodes caused by significant oversensing on the right ventricular channel. Programming changes were made. The patient was stable and will continue to be monitored.